Event description:
Covidien received a report that the n-65 was missing display segments. Customer confirmed there was no patient harm.

Manufacturer narrative:
(B)(4). Covidien confirmed display was missing segments and determined the root cause to be a poor connection to the display flex cable. The universal interface (ui) printed circuit board (pcb) was replaced. Device passed testing.